Event description:
The customer reported generation of two (2) false low sodium (na) patients results with low anion gap results involving the unicel dxc 660i synchron access clinical system. The customer repeated the sample on another system and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the unicel dxc 660i synchron access clinical system. The fse inspected the instrument and replaced the mc sample syringe, potassium, chloride, and calcium tips from customer stock which resolved the issue. The fse performed system verifications without further issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. However, there is sufficient evidence to suggest a component malfunction was the cause of this event. Multiple part replacement resolved the issue. Beckman coulter internal identifier is case: (B)(4).